Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was perforated. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 25jan2019. The customers technical service person confirmed that the touchscreen was perforated and replaced the touchscreen. The unit operates as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.